Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on 2013 (B)(6), the patient had felt more pain for 3 or 4 months. Since that time, when filling the pump, the real residual volume was greater than the oretical volume of 3 to 4 milliliters (ml). At the last refill the volume was 6 ml instead of 2 ml. The pump was implanted on 2010 (B)(6) and the patient received 20 milligrams (mg) of morphine per day via the pump. Interrogating the pump showed the pump was still ¿ok 60 months.¿ it was noted that was impossible with a daily flow of 20 mg/day and the patient previously had the pump changed every 5 years. It was noted the length of the implanted catheter was unknown. The pump delivered 1 ml per day. It was reported there was slight withdrawal. Additional information received 8 days later reported the patient had a metallic taste in the mouth and increased pain. It was reported on 2013 (B)(6) the difference in volume at the last refill was 4 ml (9 ml instead of 5 ml). The patient had slight loss of efficacy and a metallic taste in the mouth. It was suggested to the doctor to do an opacification of the catheter to do a scanner or MRI to detect a possible granuloma.

Manufacturer narrative:
(B)(4).